Event description:
The patient received his scs system on (B)(6) 2011, including one lead. It was reported the patient was not receiving thorough stimulation. The patient was receiving only anterior stimulation, and not back stimulation. The physician replaced the patient's one lead with two new leads.

Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. The returned lead passed the entire function test. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.